Event description:
Medwatch report received stating that the pt had hernia operation in 2009 and used mesh plug with a 2-0 prolone suture and a patch of marlox mesh. The pt has had pain and tenderness and has needed pain medication. MRI was performed and the physician said there is no recurrent hernia.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number or sample was provided. A review of the additional info received showed that the pt went back to the physician who told him this was normal healing. The pt had a history of previous left inguinal hernia repair as well as an ilio-inguinal strain and sprain. He had injured himself at work by throwing a piece of steel. On examination prior to the hernia repair he was noted to have extensive ecchymosis down and throughout his left leg indicative of a tear per the surgeon. MRI at the time confirmed edema at the attachment of the abductor longus muscle to the symphysis pubis and chronic changes in the left groin. During the surgery to repair the hernia the pt was found to have cord lipoma which had to be dissected free and removed prior to the planned repair. After the surgery he sought opinions from 2 other physicians who concurred that there was no recurrence of the hernia. His second physician stated that the permanent sutures that were used in the repair could be contributing to his pain and could be related to nerve entrapment type syndrome.